Event description:
Adverse event(s): ¿no patient injury reported¿ (no consequences or impact to patient). Product problem(s): ¿occlusion warning¿ (occlusion within device). The nurse reported an occlusion warning occurred. The nurse stated, one surgeon had the issue and wanted the system checked. The nurse stated no adverse events were reported to her. No patient injury was reported.

Manufacturer narrative:
The nurse canceled the service request and stated, the system does not need service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B)(4).